Event description:
As reported by an affiliate, a (B)(6) male patient was scheduled to have treatment of his renal artery stenosis. The vessel was mildly calcified, mildly tortuous and 50% stenosed. When the 5 x 15mm, 80cm palmaz genesis was advanced, the stent moved on the balloon due to the tortuosity of the iliac artery. The device was removed from the patient and the procedure was postponed to a later date. There was no damaged noted to the stent and there was no injury to the patient.

Manufacturer narrative:
Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the product, the reported customer complaint could not be confirmed. Review of the available information suggests that vessel characteristics may have contributed to the difficulties experienced by the customer.